Manufacturer narrative:
(B)(4). The customer's reported condition of a colleague infusion pump with a damaged battery was confirmed and reproduced during product evaluation. The cause of the damaged battery was due to user error. The battery and battery harness were replaced to fix the reported condition. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when the event occurred. There was no report of patient involvement, injury, or medical intervention necessary. No additional information is available. The user interface module software version of this pump is currently unknown.